Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, pelvic pain, and cystocele and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, urinary/bowel problems, dyspareunia and neuromuscular problems.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectocele, enterocele, cystocele and vaginal irritation.

Event description:
It was reported that following insertion the patient experienced rectocele, enterocele, cystocele and vaginal irritation.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urinary urgency and nocturia.

Manufacturer narrative:
Additional patient codes: (B)(4)- urinary retention additional information: additional narrative: it was reported that following insertion the patient experienced urinary retention.